Event description:
Per medwatch: "when pulse oximeter was changed it was noted a small circular breakdown on wrist beneath the pulse oximeter.".

Manufacturer narrative:
Additional manufacturing narrative: other, other text: two sensors were returned and evaluated. Both sensors were observed to have a sliding neck tape at the sensor end; however passed continuity testing and functionality testing. The sensors were functioning electrically as designed.